Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine would not power on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not powering on. A field service engineer (fse) disconnected all the drawers, and the station powered on. Each drawer was then connected to isolate the one preventing the station from powering on. The station powered on with all drawers plugged in. It was noticed that the pyxibus cable was damaged, so the cable was replaced. The station was restarted, and the customer was able to access the drawers and inventory medication without any issues. The system functioned as intended after the field service engineer repaired the device.